Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found. Further investigations indicated that these damages were caused by overrotation of the inner coil during the extension or retraction of the fixation helix. Further explantation damages were observed i.e. The is-1 connector pin was found damaged, presumably due to medical instruments used during the surgery. With regard to the issues mentioned in the complaint description, no deviations were found. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial lead was dislodged. When the ra lead was hooked to the patient's cardiac resynchronization therapy defibrillator, there was no sensing but had pacing. However when the lead was connected to a pacing system analyzer, sensing was fine. The ra lead was explanted and replaced. No adverse patient effects were reported.